Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump. It was reported that it had been 2 hours since the patient left the magnetic resonance imaging (MRI) and the pump had not shown the recovery code yet. The reporter verified that the pump was not alarming. Technical services suggested that they continue to monitor the pump logs. Immediately after the call to technical services, the hcp re-interrogated the pump and recovery was logged. Recovery was logged at the same time as the pump interrogation.